Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple inappropriate shocks. Evidence suggests tachycardia therapy exhaustion. Reportedly 8 shocks in one episode. Atrial fibrillation (af) with rapid ventricular response (rvr). This device was reprogrammed for therapy optimization. Remains in service. No adverse patient effects were reported.